Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump delivered insulin expectedly after it had been bumped. The customer's father reported that the customer had been bumped in the hallway, and the insulin pump began squirting insulin out. The insulin pump delivered a total of 18 units before it was stopped. The caller did not know the blood glucose reading. He noted that the customer had been playing football prior to the event, noting that he had been tackled and someone may have landed on him or the device. He stated that some buttons may have been accidentally pressed. The customer noted later that emergency medical technicians treated him for what they thought was too much glucose and delivered a bolus. No serious injury was observed. Nothing further reported.